Event description:
It was reported that the customer was hospitalized with high blood glucose over 600 mg/dl. Customer experienced nausea, thirst and frequent urination. It was reported that the insulin pump alarmed no delivery during prime and bolus and it also alarmed motor error. The insulin pump has been exposed to magnetic fields. Customer does not use the sensor feature and is able to complete the rewind sequence. Current blood glucose value is 350 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.